Event description:
The customer reported obtaining vacuum errors system message and approximately 5 mls of diluent leaked from the probe of the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a clog in the vacuum isolator chamber which caused the vacuum isolator chamber to overflow. The fse replaced the vacuum chamber and the air filter to resolve the reported event. The leak damaged the hemoglobin (hgb) lamp. The fse replaced the hgb lamp. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).